Event description:
It was reported that a customer's pump screen was broken and remained black. There was no reported impact to the customer¿s blood glucose level. The customer was awaiting the return of the pump for further inspection, and a replacement pump with a new serial number was arranged to be sent.